Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for fracture around the distal stem of the femur with products in question. During surgery, while the screw was inserted into the proximal region, the connecting part of retention pin that gripped the screw broke off, leaving the broken piece attached to the screw. A new screw was then inserted. The surgery was completed successfully within 30 minutes delay. The surgeon commented that it seemed that excessive force was applied during the insertion of the screw, resulting in hammering and subsequent breakage of retention pin. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.